Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 16707501, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 16666998, model/catalog description: linear 3-4 lead 50 cm. Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 16750401, model/catalog description: precision spectra ipg kit. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation was unable to charge the ipg and. The patient underwent an explant procedure and was doing well postoperatively.